Event description:
Customer reportedly received results of 145 mg/dl and 296 mg/dl within 10 minutes on the aviva plus system. Customer took novolog after testing 296 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.